Event description:
It was reported from the (B)(4) study that the left ventricular lead dislodged. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and there was apparent explant damage.

Event description:
It was reported from the (B)(4) study that the left ventricular lead dislodged. It was later reported from follow-up received that the lv lead was set to a high threshold setting of 6 volts which may have been physiologically necessary for the patient. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.